Event description:
On 10/2000, the pt, developed a stroke postoperatively as a result of embolization to the middle cerebral artery. Prior to the event, floseal matrix hemostatic sealant was reportedly used in the carotid endarterectomy (cea) procedure performed on the pt to treat stenosis of the carotid artery. This complication was not resolved with anticoagulant therapy. The pt had not recovered from the stroke at the time of this report (12/15/2000). During the procedure, hemostasis was successfully achieved using floseal matrix.